Event description:
The following is alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the defective perfix plug, which failed and was infected. It is alleged by the patient's attorney that the patent was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with left inguinal hernia and underwent open repair with implant of perfix plug. Per operative notes, "identified a large direct inguinal hernia along with the large cord lipoma. Two perfix plugs (plug and onlay patch) were used to reduce the direct hernia. One medium perfix plug was sewn to pubic tubercle along the edge of inguinal ligament. Next the trimmed mesh was sewn to the conjoint tendon and internal oblique muscles". (B)(6) 2014 - patient was diagnosed with infected hernia mesh thereby underwent explantation of the mesh. Per operative notes, "there was edematous left cord wound, necrotic tissue as well as significant purulence, then this was suctioned free and irrigated. There were 2 pieces of plug mesh, first (perfix plug) direct defect and second piece of plug mesh (onlay patch) indirect defect were freed up and removed". Attorney alleges that the patient had infections, pain and emotional injuries. It was also alleged that the patient had edematous left cord throughout the wound, necrotic tissue, purulence noted during revision/removal surgery. It was alleged that the patient required placement of wound vac for 6 weeks post revision/removal surgery.

Manufacturer narrative:
The patient's attorney alleges that nineteen days post implant the patient underwent an additional surgery to remove the infected perfix plug. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct lot details. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records, post implant of perfix plug, patient was diagnosed with abscess, fungal and viral infection thereby underwent infected mesh removal. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: d4 (corporate lot no, expiry date), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
The patient's attorney alleges that nineteen days post implant the patient underwent an additional surgery to remove the infected perfix plug. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the defective perfix plug, which failed and was infected. It is alleged by the patient's attorney that the patent was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.